Event description:
Information received indicates the head of the bed is drifting very slowly.

Manufacturer narrative:
The technician replaced the valve solenoid but the issue remained. He replaced the CPR valve to repair the bed.